Event description:
Plate broke. Patient did not experience pain. Surgeon confirmed breakage and removed plate. Surgeon did not replace because vertebrae had fused.

Manufacturer narrative:
Product is expected to be returned but has not yet been received.